Manufacturer narrative:
(B)(4). The connection screw that attaches the a-frame to the impactor was not returned with the a-frame. The remainder of the instrument appears to be in good condition showing some signs of usage since its manufacture date. The device was used for treatment. A definitive root cause of the event could not be identified. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported that the connection screw of the lateral alignment frame broke during use in surgery.